Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device delivered an incomplete staple line. The procedure was completed with sutures. The operating room time was extended by more than one hour. There was no pt consequence.